Event description:
It was reported that on overinfusion of noradrenaline had occurred with a pt which lead pt to a period of hypertensive state. Nurse reported that no medical intervention was required and there was no resultant pt complication. Nurse inspected the administration set and found a small extra piece of tubing adhered to the outside surface of the pumping chamber tubing.